Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not boot-up using ac or dc power when a battery was installed in battery well #1. When the battery installed well #1 was removed, the device would power on. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer that they had isolated the cause of the reported issue to the power pcb assembly; however, due to the costs associated with the repair they are unsure if they will repair or retire the device at this time. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.